Event description:
In 2008 the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter was displaying the battery indicator symbol. The patient claimed he had replaced the battery correctly, the meter was not new (out-of-the-box), and the meter had suffered no trauma. The patient did not experience any symptoms of high or low blood glucose levels, and he did not seek any medical attention. The meter was replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the battery indicator issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, life scan will evaluate them.